Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous right superficial femoral artery (sfa) lesion. A 6.0x80 mm x150 cm armada 18 (bdc) was prepped (air aspiration) outside the anatomy prior to use, without any issues. No resistance met during advancement, however, the bdc ruptured during the first inflation at approximately 1 to 2 atmospheres. Therefore, the bdc was removed without issue in one piece and the procedure was completed with a non-abbott balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.